Event description:
It was reported that during the preparation of a stenting treatment procedure, the stent dislodged. The procedure treated the 90% stenosed target lesion located in the mildly calcified and moderately tortuous proximal left circumflex artery. During preparation outside of the patient anatomy, the protector for the 2.5x24mm promus element stent was removed and the mandrel made contact with the stent, causing the stent to stretch and dislodge. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is good.

Event description:
It was reported that during the preparation of a stenting treatment procedure, the stent dislodged. The procedure treated the 90% stenosed target lesion located in the mildly calcified and moderately tortuous proximal left circumflex artery. During preparation outside of the patient anatomy, the protector for the 2.5x24mm promus element stent was removed and the mandrel made contact with the stent, causing the stent to stretch and dislodge. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or olderdevice is combination product.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned device identified that the stent had dislodged from the stent delivery system (sds). The stent was returned on a pig-tailed mandrel with a stent protector. The stent was stretched and damaged along its entire length. The sds was not returned. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).